Event description:
It was reported that the omnipod personal diabetes manager (pdm) administered uncommanded insulin delivery bolus of 6 units of insulin which lower the patient's blood glucose levels to 3.8 mmol/l (68 mg/dl). The patient treated the hypoglycemia with a manual injection of glucagon and drinking orange juice.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the uncommanded bolus. No lot release records were reviewed, as the product lot number was not provided.